Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the available information, a cause for the reported incomplete coaptation (slda) could not be determined. The reported patient effect of worsening mitral regurgitation (mr) appears to have been a cascading event of the reported slda. The reported patient effect of dyspnea appears to have been a result of the reported worsening mr. The reported patient effects of worsening mr and dyspnea as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported unexpected medical intervention, required medication, and hospitalization or prolonged hospitalization were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report single leaflet device attachment/slda, worsening mitral regurgitation, medical intervention, and prolonged hospitalization. It was reported that this is a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. On (B)(6) 2021, one clip was successfully deployed, reducing mr to 3. Then on (B)(6) 2021, the patient returned with shortness of breath. Imaging showed the clip became detached from the posterior leaflet but remained attached to the anterior leaflet (single leaflet device attachment/slda), worsening mr to 4+. The patient remained hospitalized. The next day, the patient was medicated and underwent a second mitraclip procedure. One additional clip was implanted, reducing mr to 1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.